Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty procedure using the conquest balloon catheter. During the procedure, the balloon catheter allegedly ruptured. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the health care professional holding the conquest balloon. Blood residues were noted throughout the balloon. Balloon was in partially deflated condition and the unraveled fibers noted in the proximal end of the balloon. Shaft and catheter hubs were not visible in the provided photo. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported balloon rupture as no objective evidence provided for review. The investigation is confirmed for identified unraveled material as the unraveled fibers noted in the proximal end of the balloon. A definitive root cause for the reported balloon rupture and identified unraveled material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest balloon catheter. During the procedure, the balloon catheter allegedly ruptured. The procedure was completed using another balloon. There was no reported patient injury.